Event description:
The customer reported water ingress through the ventilation, resulting in a short circuit for an olympus video system center. There were no reports of patient harm.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.